Event description:
It was reported that the patient with this pacemaker device exhibited undersensing and loss of capture (loc) on the right atrial (ra) channel. Upon review of the presenting electrogram (egm) there were noisy signals. Technical services (ts) discussed lead revision options. This device currently remains in service. No adverse patient effects were reported.